Manufacturer narrative:
The investigation into positioning issues and ventricle perforation has been completed. Positioning issues: while the patient was being moved to a new bed, the pump became displaced. Neither data logs nor returned product are relevant to the investigation. Based on the clinical information provided, the root cause of the positioning issues was determined to be patient movement. Ventricle perforation: after transferring the patient to a new bed, the pump was displaced and pericardial fluid and rv compression was then seen on echo. Data logs are not relevant to the investigation. Returned product was investigated and there were no visual abnormalities. Based on clinical details provided, the root cause of the ventricle perforation was determined to most likely be patient movement.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this is one of three medical device reports associated with the event. Refer to initial medical device reports for automated impella controller serial number (B)(6), automated impella controller serial number (B)(6) and impella pump serial number (B)(6) with date of report: on (B)(6) 2024.

Event description:
Us complainant reported the patient was on impella cp (subject device) support due to non-st elevated myocardial infarction (nstemi). While on support, purge alarms were noted on screen. Purge cassette was changed. Pump functioned appropriately, and the patient was supported. Additionally, the impella became displaced. Impella was repositioned at bedside with echocardiography. Pericardial fluid seen on echocardiography with right ventricle compression. The patient decompensated in holding department while waiting on transfer. Started on neo in addition to levo that was started post pump insertion. The patient returned to catheterization lab. Impella repositioned, 83cm at sheath. The complainant also reported the automated impella controller (aic) (B)(6) displayed the purge menu options, and the screen froze. Screen would not advance to get to placement screen. Console was replaced. The complainant also reported the automated impella controller (aic) (B)(6) displayed the purge menu options, and the screen froze. Screen would not advance to get to placement screen. Console was replaced, and normal flows resumed. The patient expired during transit. The likely cause of death is unrelated to the subject device.